Event description:
A medtronic representative reported the vertex max cannulated tap is clogged. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. A replacement part was sent to the site on (B)(4) 2012. As reported, the suspected device finds there is a small blockage of indeterminate material about an inch from the tip.